Manufacturer narrative:
(B)(4). Additional information: actual device was not returned, one photo was provided. The picture shows a green reload from the top view. The reload can be seen partially fired from the left side and fully fired from the right side. The sled appears to be in the distal end of the reload. Based on the photo reviewed the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the final firing on the fundus, dr heard a crack when firing on the final firing and the staples on the patient side did not form properly, evidence below. The tissue was no thicker than normal, he was not using buttressing. Nothing else untoward. He oversewed the staple line. There was no leak the patient was fine.